Manufacturer narrative:
Updated with addition of device lot number (g4).

Event description:
No new information.

Manufacturer narrative:
Investigation in progress. Device not returned to the manufacturer.

Event description:
As reported, "the inserter of the box was broken and did not perform its function correctly. It did not hold the implant in a stable way, so it was quite complicated to introduce it. It took more than an hour to achieve it and for this they used three implants since two of them got destroyed during the attempts". There was a surgical delay longer than an hour.

Manufacturer narrative:
The instrument was measured along the top arm of the device. There is a significant bend at the pivot pin, measuring 5.1 degrees. This bend caused the locking mechanism to be locked in the closed position. The details of how the instrument got bent is unknown. Additional measurements made at the prongs of the inserter, which were inspect. The prongs where measured to insure that the mating features where not the cause of failure. A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The inserter of the box was broken and did not perform its function correctly. It did not hold the implant in a stable way, so it was quite complicated to introduce it. It took more than an hour to achieve it and for this they used three implants since two of them destroyed them trying to introduce them.